Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was observed that the pacemaker and the right atrial lead exhibited noise oversensing and electromagnetic interference (emi), which resulted in inappropriate mode switching. The right ventricular lead also exhibited noise oversensing. The electrogram (egm) showed that the noise resulted in ventricular pacing inhibition. Arm movements were performed in the clinic, and the lead noise was reproducible. It was suspected that the lead noise was caused by a connection issue of the leads within the pacemaker header. No intervention was performed. The patient remained in stable condition.